Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that there was a hole in the breathing mask, and it will not inflate. There was no patient injury reported.

Manufacturer narrative:
The device was returned for evaluation. A slit in the inflatable portion of the mask was visually inspected. The complaint was confirmed by visual observation. The root cause is a faulty supplied item; the device history record is with the supplier. The return sample was forwarded to the supplier for further investigation. An internal supplier corrective action/response was generated. E4 is unknown.